Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard. Device failure: mixed product / lots.

Manufacturer narrative:
Investigation results: the complaint of mixed product was confirmed from the photograph that was provided for investigation. The photo showed a dispenser box for a 22g insyte autoguard device. The unit packages shown within the dispenser box had labels for 20g insyte autoguard devices. A review of the DHR showed that the implicated lots for the 22g and 20g devices were packaged on the same line on the same date. No discrepancy could be confirmed between the unit package label and the actual devices within the unit packages. The 20g unit packages within the 22g dispenser box likely occurred during the packaging process. The appropriate manufacturing personnel were notified of this complaint. As no other similar complaints have been reported from this lot and no evidence suggests that the issue is more widespread than one dispenser box, no additional action will be taken at this time. Complaints received for this lot and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard winged device product did not match shelf carton. The following information was provided by the initial reporter: while delivering to the care services this morning, we noticed that a box of blue secure catheters, reference (B)(4) (batch number 4162539 - expiry date 31/05/2027) contained pink secure catheters, reference (B)(4) (batch number 4172431 - expiry date 31/05/2027). I have isolated the box, which is available if you wish to return it to bd. And I've checked the rest of our stock: the boxes of blue catheters contain blue catheters and the boxes of pink catheters contain pink catheters.